Event description:
Dr proceeded to perform a to-oi, had no difficulties placing both the right and left side. Both sleeves protruded through the skin 1 1/2 to 2 inches, dr was not pleased with this placement on the left side (felt that the sleeve was to lateral in position) so to adjust the position of the sling the dr placed the sleeve (that was protruding outside the skin) onto the trocar advancing the trocar around the obturator foramen while pulling on the sleeve through the vaginal incision. Blue sleeve broke. Dr removed sling and threw it in the trash. Dr did not have another sling to use so surgery was not completed no sling was placed in pt.

Manufacturer narrative:
Evaluation: "this was an unconventional use of the trocar and not acceptable practice based on our IFU".